Event description:
On 2 separate occasions/surgeries, the bair hugger flow model caught on fire. The unit was noticed as smoking on both occasions. The power cord melted probably from surgical fluid (shoulder scope). The fuse did not blow and continued to operate despite smoking. Bair has been contacted.